Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) saw far-field oversensing of r-waves on the atrial channel during atrial tachy response (atr) episodes. Technical services (ts) was contacted, and ts discussed programming options. The health care professional programmed a fixed atrial blanking period post ventricular paces. The crt-d system remains in service. No adverse patient effects were reported.